Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced vomiting and not feeling well. Although the cgm value on her pump displayed low, she felt as though her glucose was high and went to the emergency department. The patient¿s venous bg was 984 mg/dl but her cgm continued to display low. Unspecified treatment was provided to the patient and she was release after 24 hours. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.